Manufacturer narrative:
On (B)(6) 2017, the customer thought that the occlusions were being caused by the pump and as of (B)(6) 2017, had been using insulin injections to manage diabetes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 186 mg/dl. A pump system check was performed and the occlusion appeared to be within the cartridge. The customer declined to change the cartridge while on the phone with tandem technical support.